Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke, brain herniation, edema and death are known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient presented with a right internal carotid artery dissection and right middle cerebral artery occlusion with distal embolus. A balloon guide catheter (subject device) was used during the case. A stent (other manufacturer) was placed, establishing low into the right internal carotid artery. The middle carotid artery remained occluded. Clot retrieval from the right middle cerebral artery was difficult, therefore only minimal clot retrieval was possible. The final follow-up angiograms showed the stent to be in good position, but there was only limited flow into m2/m3 branches. The medial lenticulostriate arteries were seen to be filling normally and there was established flow into the right internal carotid artery; however, some residual thrombus was noted in the distal pericallosal artery. The patient tolerated the procedure and had no immediate complications. A MRI and CT done the day after the procedure showed that the patient had a large right middle cerebral artery stroke and partial anterior cerebral artery ischemic stroke with severe cerebral edema and midline shift. The patient's pupils were fixed and dilated, indicating herniation and brain death. Diabetes insipidus developed and the patient was pronounced brain dead four days after the procedure. No other information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient presented with a right internal carotid artery dissection and right middle cerebral artery occlusion with distal embolus. A balloon guide catheter (subject device) was used during the case. A stent (other manufacturer) was placed, establishing low into the right internal carotid artery. The middle carotid artery remained occluded. Clot retrieval from the right middle cerebral artery was difficult, therefore, only minimal clot retrieval was possible. The final follow-up angiograms showed the stent to be in good position, but there was only limited flow into m2/m3 branches. The medial lenticulostriate arteries were seen to be filling normally and there was established flow into the right internal carotid artery; however, some residual thrombus was noted in the distal pericallosal artery. The patient tolerated the procedure and had no immediate complications. A MRI and CT done the day after the procedure showed that the patient had a large right middle cerebral artery stroke and partial anterior cerebral artery ischemic stroke with severe cerebral edema and midline shift. The patient's pupils were fixed and dilated, indicating herniation and brain death. Diabetes insipidus developed and the patient was pronounced brain dead four days after the procedure. No other information is available.